Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/30/2017, that on (B)(6) 2017, a replace transmitter notification occurred. Date of issue is an approximation. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event of a replace transmitter notification by the findings of a low transmitter battery that lead to a transmitter failure. A root cause could not be determined.